Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600 mg/dl. Customer indicated that he ran out of reservoirs. Customer did not have the pump with him to troubleshoot. No further details given.